Event description:
Boston scientific received information that this left ventricular (lv) lead exhibited high threshold and was dislodged. The lead was repositioned and still remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.